Event description:
It was reported, the patient experienced three separate incidences of volume discrepancy. In 2008: the hcp reported more volume than expected with the expected residual volume (erv) 3.5ml and actual residual volume (arv) 9 ml 15.9% discrepancy. The patient experienced anxiety at this time. The drugs in the pump were dilaudid and marcaine. At about three months later: the hcp reported actual volume (arv) 15.1 ml was greater than expected volume (erv) 7.4 ml 23% discrepancy resulting in change in therapy effect. Patient never had therapeutic effect and had return of symptoms at this time. In 2009, arv was greater than erv - no specific values for volumes were reported. Patient was not getting pain relief. The hcp planned imaging testing for to check for problems or possible inflammatory mass. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.